Manufacturer narrative:
Concomitant product: 88862414-89 steel 5 4x45cm kv40 rotogrip (lot#: d3e1424y); 88862414-89 steel 5 4x45cm kv40 rotogrip (lot#: d3e1424y); 88862414-89 steel 5 4x45cm kv40 rotogrip (lot#: d3e1424y); 88862414-89 steel 5 4x45cm kv40 rotogrip (lot#: d3e1424y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a coronary artery bypass grafting (CABG), blood was oozing out from surrounding when stitching the chest cavity from all 5 sutures. There was blood loss of more than 500cc due to the issue. The patient had to be re-operated with a different company's suture to resolve the issue. There was unanticipated tissue loss and tissue damage due to the issue. The patient hospitalization was extended 2 days. The surgical time was extended by 30 minutes or more due to the product problem.

Manufacturer narrative:
Additional information: b2 (life threatening). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.